Event description:
V-care manipulator broke into pieces after procedure. The entire device was accounted for post-procedure. No patient harm. We have had prior problems with this device, and recently received additional in-service training from the manufacturer. During the training we did not identify any procedural issues that would explain the failures.